Event description:
It was reported that the procedure was cancelled. The target lesion was located in a below the knee vessel. A v-14 control wire was selected for use. During the procedure, upon insertion into the catheter, the coil deployment was interrupted. Consequently, the procedure was terminated. There were no patient complications as a result of this event.